Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted dried blood through the lumen of the lead. A stylet was able to be passed through the lumen without issue. Resistance and pressure tests were completed to assess lead electrical performance and the inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was undergoing a normal upgrade procedure from an implantable cardioverter defibrillator (ICD) to an cardiac resynchronization therapy defibrillator (crt-d). During the attempted implant of this left ventricular (lv) lead, it was noted that pacing threshold measurements could not be obtained went measured on the pacing system analyzer (psa). The lead also presented with diaphragm stimulation and was not pacing. The pacing impedance measurement remained stable. This lv lead was repositioned several times and placed in a different vessel, but the measurements remained the same. This lv lead was removed. A medtronic lv quadripolar lead was implanted, but diaphragm stimulation was still observed. It was decided that an lv lead would not be implanted at this time. The lv lead will be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--